Event description:
Consumer was sitting in the dining room watching television. When they tilted their chair back, both of the curved brackets allegedly broke, causing them to fall and hurt their head and back. Serious injury not reported.